Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker determined the system pcba is no longer functioning. Stryker further evaluated the return pcba and determined that the sbc card is no longer functioning and software cannot be flashed. Stryker archived the device, and the customer received a new device via a trade-in.

Event description:
The customer contacted stryker to report that their device will not complete the boot-up cycle during power-up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.